Event description:
Event description boston scientific received information that during pre-implant interrogation of this cardiac resynchronization therapy defibrillator (crt-d), the battery voltage was 3.18 v.